Event description:
It was reported that the usb cable could not charge the pump battery. Customer changed the cable to resolve the issue. There was no reported adverse impact to customer's blood glucose.